Event description:
Equipment used to test integrity of replaced mitral valve. Balloon failed to deflate which compromised new valve. Required re-opening of atrium chamber of heart, manually deflating balloon and removing it. Also, required cooling the heart again prior to deflating balloon.